Event description:
It was reported that the subject device had no image. The issue was identified during service and maintenance. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor indentations in several places on the insertion tube, component failure of the outer tube, chipped light guide lens, component failure of the distal end cover glass, dark front and rear light guide bundles, component failure of the light guide bundle. Based on the results of the investigation and since the reported malfunction was not confirmed, root cause of it could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.